Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with injections of tobramycin 40mg (in one bag), reflin 1gm (in one bag) and vancomycin 2gm/5th day. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.